Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 824 mg/dl, at the time of incidence. Customer¿s blood glucose was 912 mg/dl, at the time of hospitalization. Customer had nausea and vomiting. Customer was treated with intravenous drip. Customer reported that the drive support cap was normal. Customer did not alleged that the insulin pump was under delivering. The displacement and high pressure test was passed. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.